Manufacturer narrative:
Foreign: (B)(6).

Event description:
Information was received indicating that a cadd administration set, under infused the drug ceftriaxone. It was reported a lot of fluid was remaining in the IV bag during daily bag change. The patient was receiving ceftriaxone 2grm over 24 hours, using the cadd solis pump and smiths medical tubing. Per reporter the patient did not receive 23.2% of the 24 hour dosage. No additional information is available at this time.